Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. Approximately one month later the patient suffered pneumonia. Event was treated with hospitalization, IV antibiotics and mechanical ventilation. The investigator and the sponsor assessed the event as not related to the device or anti-platelet medication. The patient died approximately 2 weeks later. Death was classified as non cardiac. Cec adjudicated death event a cardiac death and possible stent thrombosis arc defined in the lad